Event description:
Healthcare professional reported via nbir capsular contracture baker grade iii, device migration/implant malposition, correction of asymmetry and change shape/size/style. Device was explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 1 should have had the year listed as 2024.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported via nbir capsular contracture baker grade iii, device migration/implant malposition, correction of asymmetry and change shape/size/style. Device was explanted.

Event description:
Healthcare professional reported, via nbir left side capsular contracture, baker grade iii. Device migration/implant malposition, correction of asymmetry and change shape/size/style. Device was explanted.